Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noticed. During preparation, upon opening the 5.0x20mm liberte' monorail coronary stent delivery system, it was noticed that the distal edge of the stent was flared. The product never entered the patient and was never prepped. The procedure was completed with another 5.0x20mm liberte bare metal stent. There were no patient complications reported.